Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device ECG leads disappeared during a patient transport showing a check limb lead message as well as a number of other messages which blinked rapidly. The device was in use on a patient and there was no adverse event to patient or user.